Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has the guidewire broken at 189cm from the proximal section. The overall length could not be measured as the wire that was broken in the middle of the device. All other outer diameters are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2016-07144. It was reported that guidewire fracture occurred. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. After the rotawire was advanced to the lesion, platforming of the burr was performed outside the patient's body. The rotational speed was set at 180,000rpm; however, it was noted that the rotawire was detached. The rotawire was exchanged with another of the same rotawire and the burr was loaded. However, resistance was encountered and the burr was unable to advance further. The burr was then exchanged with another of the same device and the new wire was exchanged with a different device to complete the procedure. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-07144. It was reported that guidewire fracture occurred. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. After the rotawire was advanced to the lesion, platforming of the burr was performed outside the patient's body. The rotational speed was set at 180,000rpm; however, it was noted that the rotawire was detached. The rotawire was exchanged with another of the same rotawire and the burr was loaded. However, resistance was encountered and the burr was unable to advance further. The burr was then exchanged with another of the same device and the new wire was exchanged with a different device to complete the procedure. No patient complications were reported and the patient's condition was good.